Manufacturer narrative:
The customer has had no further issues since performing liquid flow cleaning. Pictures were provided showing the assay cup being placed in the incorrect position at the prewash station; this could cause contamination of the measuring cell due to clotting of the sample or an unexpected protein matrix in the sample. The investigation did not identify a product problem. The specific cause of the event could not be determined, however, the event is consistent with a pre-analytical handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Liquid flow cleaning was performed and the reagent probe and pre-wash station sipper probe were adjusted.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total (vitamin d total) on a cobas 6000 e 601 module. The initial result was 62.32 ng/ml. This result was reported outside of the laboratory. The repeat result was 27.94 ng/ml. The vitamin d total reagent lot number was 461540 with an expiration date of 28-feb-2021.